Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was selected for implant. During the procedure, while the device was being deployed, the device presented in a cobra deformation. The device wasn't released from the delivery cable. There was no interaction with cardiac structures or kink in the delivery system. The patient remained hemodynamically stable, but there was a delay to the procedure. The patient is stable.

Manufacturer narrative:
An event of device deformation could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was selected for implant. During the procedure, while the device was being deployed, the device presented in a cobra deformation. The device wasn't released from the delivery cable. There was no interaction with cardiac structures or kink in the delivery system. The patient remained hemodynamically stable, but there was a delay to the procedure. The patient is stable.